Event description:
It was reported that the programmer was unable to interrogate a particular model of implantable devices. The radiofrequency (rf) programmer head was replaced but interrogation was still not possible. The programmer was changed out and the new programmer successfully interrogated the device. When the rf head from the first programmer was tried on the new programmer, the device was again unable to be interrogated. A known good rf head was tried with the original programmer and it was still unable to interrogate the device. The original programmer and rf head were both returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the radiofrequency programmer head was unable to interrogate a device, it passed all functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer would not interrogate pacemakers, but it would interrogate implantable cardioverter defibrillators. The radio frequency (rf head) was replaced and it still would not interrogate. Another programmer was used and the interrogation was successful. The programmer and the radiofrequency programmer head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.